Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient had an unrelated surgery on unknown date during which it is unknown if ipg was put into surgery mode. In turn, the ipg was unable to communicate with the external device. Troubleshooting is pending to address the issue.

Event description:
Additional information was received that troubleshooting did not resolve the issue.

Manufacturer narrative:
Additional information: a4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery may occur to address the issue.